Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a speedband superview super 7 device was used in the esophagus during an endoscopic variceal ligation (evl) procedure in the esophagus performed on (B)(6) 2015. According to the complainant, during the procedure, the first band failed to deploy. The device was then removed from the patient and once outside the patient, the physician noted that the suture on the ligator head had broken so that it would release the seventh band instead of the first band from the ligator head. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Only the ligator head was received for analysis with no residue found on the device. It was noted that all seven (7) ligation bands were present on the ligator head and the last two bands were caught under the other bands. It was also noted that the suture was broken with a portion remaining on the ligator head. It was observed that the ligator head teeth was damaged with one tooth broken off. Based on the evaluation of the device, it appears that the trip wire was not properly tightened and secured during the procedure or the wire was not wound properly around the spool, which would cause the system timing to be incorrect ultimately impacting the deployment activity of the bands and damaged the ligator head teeth. The reported issue of bands filed to deploy cannot be confirmed since the distal portion of the suture, handle assembly and trip wire were not returned. Therefore, the most probable root cause classification is undetermined. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation on (B)(6), 2015 that a speedband superview super 7 device was used in the esophagus during an endoscopic variceal ligation (evl) procedure in the esophagus performed on (B)(6), 2015. According to the complainant, during the procedure, the first band failed to deploy. The device was then removed from the patient and once outside the patient, the physician noted that the suture on the ligator head had broken so that it would release the seventh band instead of the first band from the ligator head. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.